Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged at the tip, but the foreign object could not be identified. It is unclear if the device was reprocessed according to the instructions for use. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that duodenovideoscope had resistance in the working channel, difficult to move the forceps elevator. The issue was found during an unspecified procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. Also, the evaluation found the following: the grip was shaved. The scope cylinder had no color. The right/left knob had a scratch. The switch box had a scratch. The distal end was shaved. The universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.